Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient presented with thoracic pain, adult idiopathic scoliosis, and thoracic spinal arthrosis. Patient underwent a t5-l1 posterior spinal fusion with instrumentation using rhbmp-2/acs and competitor osteotomies at t7-t12. No complications were reported. On (B)(6) 2010: patient presented with back pain and muscle spasms following a motor vehicle collision. CT cervical spine without contrast was taken, indicated, ¿no CT evidence for acute cervical osseous injury.¿ single view chest x-ray taken, indicated, ¿lungs are clear bilaterally. Cardiomediastinal silhouette is within normal limits. No pneumothorax. No radiographic evidence of acute osseous abnormality. The thoracic spine demonstrates slight dextrocurvature, with rod and screw fixation hardware.¿ two views of the thoracic spine indicated, ¿t5-I 1 bilateral pedicle fixation with long rod fixation. Lower cervical and tl body not well visualized in the lateral view. Remaining bodies are preserved in height, slight dextroscoliosis.¿ three views of the lumbar spine indicated, ¿mild levoscoliosis deformity. No fracture or malalignment. Hardware noted bridging the thoracic lumbar junction.¿ patient was given medications and discharged. On (B)(6) 2011: patient presented with mid-back pain. Patient reports the pain interferes with ability to perform daily tasks. Patient reports feelings of anxiety and depression. On (B)(6) 2011: patient presented with pain as a constant sensation in the upper thoracic region. Further pain management options were discussed. On (B)(6) 2011: patient presented with post thoracic fusion, spondylosis, degenerative disk disease and thoracic back pain. Patient underwent thoracic facet block, bilaterally at t1-2, t2-3, and t3-4. Patient was discharged without complication. On (B)(6) 2011: patient presented with pain that has returned to pre-injection levels. Medication options and thoracic facet rhizotomy was discussed. On (B)(6) 2011. Patient presented with thoracic spondylosis, facet syndrome and degenerative disk disease. Patient underwent a thoracic facet rhizotomy bilaterally at t1-2, t2-3, and t3-4. Patient was discharged without complication. On (B)(6) 2011: patient presented with some improvement in symptoms and constipation. Patient was given samples of senokot s #6 and was asked to increase fluid and fiber in diet. On (B)(6) 2011: patient presented with moderate to severe pain. Medication options were discussed. On (B)(6) 2011: patient presented for CT of spine which, ¿showed mild thoracolumbar scoliosis with posterior lumbar fusion from t5 through l 1. No evidence of hardware fracture. Mild extension beyond the anterior cortex of the pedicle screws as described above. No evidence of spinal stenosis or osseous neuroforaminal narrowing.¿ on (B)(6) 2011: patient had chest x-ray taken which, ¿showed the bones and soft tissues in the chest are remarkable for posterior spinal fusion hardware along the thoracic spine. There is no evidence of fracture in the fusion rods or pedicles. The cardiac and mediastinal contours are within normal limits. There is no evidence of focal air space opacity, pleural effusion, or pneumothorax.¿ on (B)(6) 2011: patient presented with scoliosis, status post prior fusion, chronic thoracic pain, thoracic pseudoarthrosis. Patient is more than a year from index scoliosis correction surgery. On this date, patient underwent hardware removal from t5-l1 with exploration of fusion and repair with revision posterior spinal fusion of mid thoracic pseudarthrosis and re-instrumentation at t6 to l1 using rhbmp-2/acs. Per the op notes, ¿the fusion mass was then meticulously inspected and there was an area of fibrocartilage identified between the t1 0 and t11 fusion levels consistent with possible pseudoarthrosis. The remainder of the fusion mass appeared solid, but mildly thin in places, so the entire fusion bed was re-decorticated with a 4 mm round high-speed bur and one large bmp sponge and 30 ml of allograft bone graft packed in the posterior and posterolateral fusion beds from the t6 to l 1 levels.¿ patient was discharged with no complications. On (B)(6) 2011: patient presented with pain. Physician discussed medication options. On (B)(6) 2011: patient presented with uncontrollable pain, knife like sensation in the midpart of back. Physician discussed changing medications and a possible thoracic facet block. On (B)(6) 2011: patient presented with thoracic degenerative disk disease and thoracic back pain, post fusion. Patient underwent a thoracic facet block, bilaterally at t4-5, t5-6, and t6-7. Patient was discharged with no complications. On (B)(6) 2011: patient presented with a gradual return of pain. Physician discussed a thoracic facet rhizotomy and scheduled procedure. On (B)(6) 2011: patient presented with post-laminectomy syndrome and thoracic spondylosis. Patient underwent a thoracic facet rhizotomy, bilaterally at t4-5, t5-6, and t6-7. Patient was discharged with no complications. On (B)(6) 2012: patient presented for a post-op exam and claimed to be doing much better since the thoracic facet rhizotomy. On (B)(6) 2012: patient presented with more pain in mid-back and a cyst-like sensation in the middle of (pt) back that radiates bilater ally. Surgeon scheduled a thoracic facet block. On (B)(6) 2012: patient presented with thoracic back pain and post laminectomy syndrome. Patient underwent a thoracic facet block, bilaterally at t4-t5, t5-t6, and t6-t7. Patient was discharged without any complications. On (B)(6) 2012: patient presented with tightness in her back, thoracic spondylosis. It was also reported that patient had swelling at the implant area.